Event description:
It was reported that the pacing leads were implanted beyond their use by date. The leads remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4968-35 lead implanted: 2014-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).